Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2019-03164.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2019-03164. It was reported that the patient had high impedance on multiple contacts and stimulation is ineffective as a result. In turn, surgical intervention may take place to address this issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6)2019, wherein the patient¿s lead was explanted and replaced. During the procedure the ipg was also explanted and replaced (MFR. Report # 3006705815-2019-01604). Therapy was restored post-op.